Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a user facility regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported on (B)(6) 2019 the patient presented to the hospital with complaints of back pain and withdrawal symptoms. The patient underwent a pain pump revision and replacement due to malfunction. The patient had a magnetic resonance imaging (MRI) on (B)(6) 2019 and there were pathology findings on (B)(6) 2019. It was noted the event resulted in hospitalization (initial or prolonged) and required intervention to prevent permanent impairment/damage. Other relevant history including preexisting medical conditions included hypertension, dyslipidemia, chronic pain, and prior lumbar surgeries. The event date was (B)(6) 2019. The patient's weight was (B)(6) kg. No further complications were reported/anticipated.